Event description:
During advancing the delivery system with valve loaded through the isleeve, the resistance has been felt by the operators. The safari guidewire has got stuck and there was no possibility to advance the system. Due to this fact the decision has been made to withdraw the whole delivery system and exchange the wire for a new one. Using the new safari procedure has been performed without any problems. No patient complications reported and the patient is expected to fully recover.

Manufacturer narrative:
The device was not received at the time of this report; therefore, no physical analysis of the device can be performed. A review of the device history records of the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. During manufacturing and packaging of this product the operators are instructed to 100% visually inspect for any obvious defect prior to shipment. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. As noted in the device instructions for use (dfu), operational instructions: ·inspect and prepare the catheter according to the manufacturer's instructions. This includes flushing the catheter to be used with heparinized saline solution. ·verify compatibility of interacting devices prior to use. As indicated in the dfu warnings: ·do not torque this device. ·exercise care in handling of the guidewire during a procedure to reduce the possibility of accidental breakage, bending, kinking, or coil separation. ·never advance the guidewire against the resistance without first determining the reason for resistance under fluoroscopy. At this time, it is not possible to assign a definitive root cause for the event as reported. If there is any further relevant information provided, a follow up medwatch report will be submitted.

Manufacturer narrative:
Device evaluation: as received, the specimen consisted of one-1 each safari2 275cm sml crv; returned loaded in the partial (less the j-straightener attachment) dispenser assembly and double-bagged within "zip-lock" style poly biohazard pouches. The isleeve delivery system noted in the complaint was not returned with the specimen device. A review of the device history records of the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. During manufacturing and packaging of this product the operators are instructed to 100% visually inspect for any obvious defect prior to shipment. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The specimen presented bends of varying severity and frequency scattered over the length of the device. The specimen also presented offset/misaligned coil wraps scattered over the length of the device creating localized oversized diameters to .03890"; consistent with torsional loading. Additionally, the specimen presented scraped/frayed ptfe over the distal 75cm in a spiral pattern; consistent with torsional rotation. Our investigation was unable to confirm that the product did not meet specification prior to shipment. The investigation concluded that the product met specification at the time of shipment. As noted in the device instructions for use (dfu), operational instructions: inspect and prepare the catheter according to the manufacturer's instructions. This includes flushing the catheter to be used with heparinized saline solution. Verify compatibility of interacting devices prior to use. As indicated in the dfu warnings: do not torque this device. Exercise care in handling of the guidewire during a procedure to reduce the possibility of accidental breakage, bending, kinking, or coil separation. Never advance the guidewire against the resistance without first determining the reason for resistance under fluoroscopy. At this time, it is not possible to assign a definitive root cause for the event as reported. Based on the information provided and the evidence presented, it appears that clinical and/or procedural factors have contributed to the event as reported. If there is any further relevant information received, a follow up medwatch report will be submitted.